Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door had failed and was unable to recover. A field service engineer inspected the device and replaced all door latches to resolve the issue. Diagnostics were run to confirm normal operation, and the application was restarted. The customer tested the door functionality and verified proper operation. The system functioned as intended after the field service engineer repaired the device.